Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the device would not hold the needle. There was no pt injury reported. The needle disengaged twice, the needle was able to be loaded in the jaw correctly, the needle fell into the pt's cavity and was retrieved. Or time was not extended longer than 30 mins, no tissue damage and no blood loss.